Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had delivered a shock to the patient. Afterward, the ICD could not be interrogated and would not respond to a magnet application.